Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called due to low blood glucose readings of 40 mg/dl. Customer stated that she attempted to treat the low blood glucose reading by food, but she also had food poisoning and was throwing up everything she ate to treat. Customer stated that he daughter called the paramedics and by the time they got to the house her blood glucose readings had increased to 60 mg/dl. Customer believes the perceived cause of the low blood glucose was that she took too much insulin. Customer's blood glucose reading when the paramedics left was 90 mg/dl. No further information reported.